Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.

Event description:
Additional information was received on 31aug2020. The device was stored in a pyxis machine. All 8fr devices were exposed to pyxis light. In the area where they stored 6fr angio-seal devices the light was off and the area where they stored 8fr angio-seal devices, light was on.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
This report has been deemed reportable based upon the evaluation of the unused angio-seal device returned by the user facility. Upon evaluation it was noted that the device was weak and brittle.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One sealed 8f angio-seal vip device was returned for product evaluation. All accessory components were returned within the sealed header bag. The sealed header bag was opened, and the hemostasis sheath was returned lodged in the plastic tray. Visual inspection revealed that there was slight yellow discoloration observed on the hemostasis sheath. The sheath was then examined for maneuverability using digital pressure and it was found very brittle and cracked upon application of minor force. No other visual anomalies were noted. The complaint sample was subjected to fourier-transform infrared spectroscopy (ftir) and its infrared spectrum of absorption was found that the sample showed degradation indicative of photo-oxidation which occurs upon exposure to radiation like sunlight. The IFU and the labelling on the device warns the user against exposure to sunlight including uv light. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the exposure to uv light and similar uv light sources such as the pyxis system mentioned in the complaint description may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.